Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the user attempted to prime a bag while using an infusion pump and tubing supplied. A total of 10ml of fluid primed through as per the pump, but no fluid was noted in air filter and multiple large air bubbles were noted throughout the tubing. Attempted to prime 3 more milliliters of fluid, but the fluid would not go into the filter and out the end of the tubing. A new bag and tubing was used. No patient injury was reported.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.